Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system in chapter 3 preparation and inspection¿. Inspection of the endoscope. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The inspection method for the event is described as follows in the operation manual. ¿3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system in chapter 3 preparation and inspection¿. Inspection of the endoscope. 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspection of the suction function] 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported reduced angulation with the gastrointestinal videoscope. There were no reports of patient harm. The device was returned to olympus for evaluation. Upon inspection and testing, foreign objects were discovered in the device nozzle and suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, foreign objects were discovered in the device nozzle and in the suction channel, caused by insufficient cleaning. In addition, a worn angle wire caused the bending angle in up direction to be less than the standard value. Water tightness was lost due to a crack on the suction connector. There were scratches on the suction connector and connecting tube. The bending section cover had a scratch and a white clouded area on the adhesive. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.